Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Patient reported a left side rupture and a cyst. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a left side rupture and a cyst. Device has been explanted.